Event description:
Approximately seven months after cochlear implant surgery, the pt reportedly experienced swelling at the incision site. The pt was seen for evaluation. The surgeon reportedly reopened the incision site (date of procedure not given) to explore the cause of the swelling. The surgeon reportedly found no problems. After this surgery, the pt's implant site reportedly was fine. The pt's device remained implanted.